Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced due to a system upgrade. The lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The inner insulation had a depression breach and a cosmetic depression, and the outer insulation of the lead was observed to have blood ingression. Concomitant products: 5076 implantable pacing lead - (B)(6) 2012. (B)(4).